Manufacturer narrative:
The lot history review has been complete. The second sample was found that the stylet was in the ready (primed) position; however, the cannula was not primed/retracted. The stylet was retracted inside the cannula and could not be seen. The cannula was not retracted as it should have been. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed due to the loose particles. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub and tangs were found to be broken. The investigation is confirmed for failure to prime as the sample could not be primed during functional testing. Additionally, the investigation is confirmed for break, as this sample was returned with a broken cannula hub and tangs. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time.

Event description:
It was reported that during an ultrasound guide breast biopsy into normal tissue, using two needles, after the first tissue sample acquisition, the physician rotated the bottom mechanism to get the tissue sample out but could not rotate the second time to activate the device to get additional tissue samples. Another device was used to complete the procedure. There was no report of pt injury.